Event description:
Healthcare professional (hcp) reports six incidents of blood leaks with the psn 210 dialyzer. Incidents occurred from event date and continued for 7 days after event. All of the incidents occurred at the start of the pt's treatments and were noted on leak alarms. All blood leaks were verified with positive hemastix. Blood was able to be returned to the pts with no blood loss noted. Treatments were all resumed with new disposables and completed without further incidents. No pt injuries or medical intervention reported per hcp.